Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with tachycardia, shortness of breath and chest pain. An atrial lead position check failure was noted on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.